Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported intraoperative indeterminate endoleak and implantation of the proximal extension into a false lumen were unable to be confirmed due to the lack of relevant medical records and/or imaging available for review. Therefore device, user, procedure, anatomy relatedness or procedure related harms of these events could not be determined. The final patient status was reported to be under surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was being implanted with a bifurcated stent graft (main body) and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). The main body was implanted as expected but during the implantation of the infrarenal proximal extension, the device was implanted in a false lumen of a dissection the was not visible in the pre-operation computed tomography (CT). The physician elected to implant a free-flow thoracic (non-endologix) device (terumo aortic) between the main body and the infrarenal proximal extension. This procedure is outside the indications of use (off- label). The proximal landing zone was the sma (superior mesenteric artery) because the patient was a dialysis patient. The thoracic device was then ballooned. The final angiogram revealed the restoration of the flow through the true lumen and a small unresolved intraoperative endoleak (indeterminate origin) in the aaa. The patient is being monitored and was reported as ok.